Event description:
Customer reports that at an unspecified time following face lift procedure, surgeon noticed a granuloma forming on the neck of the pt. On 3/8/98, the surgeon excised the granuloma. Currently, 2 intradermal nodules are present.